Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 5.0 mg/ml of hydromorphone at 0.3495 mg/day, 10 mg/ml of bupivacaine at 0.699 mg/day, 50.0 mcg/ml of clonidine at 3.495 mcg/day via an implantable pump for cancer chemotherapy. On (B)(6) 2018, it was reported that a pump motor stall had occurred on (B)(6) 2018. The motor stall was seen at the initial interrogation. According to the rep, they were told that the patient had an MRI on (B)(6) 2018, but they couldn¿t be certain. No motor stall recovery was noted in the logs and it had been more than 2 hours since the patient had exited the MRI field. The patient's pump log indicated that the pump was interrogated and updated on (B)(6) 2018, but no motor stall recovery or logs were noted for that day. The logs did note that the "stopped pump period may exceed tube set" message occurred on (B)(6) 2018. A nurse would be meeting with the patient to interrogate the pump with logs possibly on (B)(6)2018. No symptoms were reported. No further complications were reported.